Event description:
The customer called technical support (ts) and reported that the device will not go into standby mode. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discovered being set up for clinical use when the issue was found. There was no patient or user harm reported. The remote service engineer (rse) advised the customer that the flow sensor may be out of specifications and this may not be allowing the unit to go into standby mode. The rse then advised the customer that they may need to replace the flow sensor assembly. The user declined service and the device was removed from service.